Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered 600 grams into the pump when requesting a bolus instead of 6 grams. Customer delivered 25 units of insulin. Customer's blood glucose level decreased (value not provided). Customer reported later same day to be doing well and blood glucose level was 200 mg/dl. Customer declined any further follow up.